Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 53856 were returned and analyzed. The data files showed at least 4 applications were performed with the returned balloon catheter temperature and flow issues were noted. Additionally, 23 applications were performed with a non-complaint balloon catheter on the date of the event and system notice (B)(4) ¿the safety system has detected a high level of refrigerant flow and stopped the injection¿ unrelated to the reportable malfunction was triggered in some applications. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test, but the temperature was not low enough, also the inflation showed the kink on the guide wire lumen under the balloon segment. The deflection was working but it had some difficulty in steering due to the kink on the lumen, dissection showed the guide wire lumen was kinked 1.438 inches from the tip inside the balloons. In conclusion, the reported kink issue was confirmed through testing and caused the difficulty in deflection. The balloon catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was found on the guide wire lumen of the balloon catheter. The balloon was unable to be straightened out by pressing the "push tab" and the "deflector tab." It was noted that the balloon catheter would not deflect properly. It was further reported that it was difficult to push the contrast through the lumen and that the temperatures were not as expected. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.